Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported "left implant leaks silicone and has to be removed and replaced urgently. Event was diagnosed after patient complained about piercing, throbbing pain for which had to take ibuprofen, and which was no longer tolerable." Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the photographs identified broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician has confirmed completely ruptured device. The device was explanted.